Manufacturer narrative:
The cause for the discordant advia centaur xp vancomycin results is unknown. The customer is using gel barrier tubes and was informed that gel barrier tubes are not recommended for therapeutic drug monitoring samples. The customer has declined service at this time. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the onboard stability and calibration interval section: "additionally, the advia centaur vancomycin assay requires a two-point calibration: -when changing lot numbers of primary reagent packs -when replacing system components -when quality control results are repeatedly out of range caution: -discard the primary reagent packs at the end of the onboard stability interval. -do not use reagents beyond the expiration date." The IFU states in the quality control section: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: -verify that the materials are not expired. -verify that required maintenance was performed. -verify that the assay was performed according to the instructions for use. -rerun the assay with fresh quality control samples. -if necessary, contact your local technical support provider or distributor for assistance." The IFU states in the specimen collection and handling section: "note: available literature references present conflicting and complex recommendations on the use of gel barrier tubes for therapeutic drug monitoring samples. Each lab should contact their specific tube manufacturer for additional information and recommendations for therapeutic drug monitoring testing with the advia centaur systems. Serum, heparinized plasma or edta plasma is the recommended sample type for this assay. It is not recommended that heparin plasma, edta plasma and serum samples from the same patient be used interchangeably with this test. Average measured vancomycin concentrations of samples, [n=15; range: (55.7 to 65.7 ug/ml) (38.4 to 45.3 umol/l)] collected in heparin collection tubes, were -10.5% (range: -19.0 to 5.1%) of measured concentrations in control (red top) serum collection tubes. Samples [n=10; range: (55.2 to 65.7 ug/ml) (38.0 to 45.3 umol/l)] collected in edta collection tubes had measured vancomycin concentrations of -4.9% (range: -13.3 to 7.8%) compared to control red top serum collection tubes. Samples [n=10; range: (55.2 to 65.7 ug/ml) (38.0 to 45.3 umol/l)] collected in edta collection tubes had measured vancomycin concentrations of -4.9% (range: -13.3 to 7.8%) compared to control red top serum collection tubes."

Event description:
Discordant advia centaur xp vancomycin results were obtained for samples from two patients. The customer discovered that one quality control (qc) level was out of range. The qc was repeated and was out of range. A new reagent pack was loaded and the qc was run. The qc was in range. The samples from the two patients were repeated and the results were different with the new reagent pack. The customer calibrated the assay, ran the qc, and repeated one patient sample in five replicates. The replicates matched the initial result. The discordant results were not reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.